Event description:
It was reported that the user received a ¿dosing will stop soon¿ alert and had been without cgm data for over eight hours, after which they performed fingerstick checks showing blood glucose values of 560 mg/dl and later 501 mg/dl; the user had replaced the transmitter earlier and had paired the dexcom g6 only to their phone, not to the ilet, resulting in the ilet not receiving cgm data. Symptoms included hyperglycemia. Outcomes included interruption risk to automated dosing until cgm pairing was completed and manual blood glucose entry was used. Investigation included technical troubleshooting and user education on proper cgm pairing to the ilet. Investigation of this case revealed that the cgm was not paired to the ilet, which prevented cgm readings from reaching the pump and triggered the dosing-stop-soon alert; after guidance, the user successfully paired the cgm to the ilet, consistent with use error related to pairing setup. It was concluded, based on previously established findings for similar reports, that the cause was user setup error leading to loss of cgm data to the ilet and subsequent hyperglycemia.